Manufacturer narrative:
(B)(4).

Event description:
Procedure type: coronary artery bypass graft. According to the reporter: the clips did not load into the device when clipped over the vessel and the jaw cut through the vessel. Two clips came out of the device at the same time. The clips were not fully closing around the vessel. Bleeding occurred and pt had to be readmitted to theatre with a haematoma in the arm for an exploration. The pt is ok.